Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition as a broken distal luer post. The exact root cause of the broken/cracked luer near the base of the stem was determined to be stress concentrated at the location of the slide clamp and the distal luer post which was caused by the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Event description:
Baxter (B)(4) received a report that an intermate had a broken "line" at the distal end luer lock. This event was discovered prior to product use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.